Event description:
Caller indicated the relion confirm meter was giving high readings. He had readings of 549/222/237/312 and treated with 10 units of insulin. Control solution test was out of range. I explained the proper storage techniques for the strips. He did mention that he was still feeling uneasy and not completely normal. He also stated that he was very concerned about his readings because they are not usually that high. I told him I was going to replace the meter and the strips and he was going to receive them by (B)(6). I also told him I will send a control solution bottle so he can do a test every time he thinks he is not getting accurate readings and every time he opens a new bottle of strips.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.